Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
During aaa repair in 2007, the black spool that contains the retention wire in the proximal part of the device did not detach. There was modest calcification and thrombus at the proximal aortic neck. Iliac calcification was moderate, non-circumferential. The external iliacs looked tortuous and not stenotic. The operation was started under local anesthesia and with percutaneous femoral access. Over a lunderquist wire guide, the endovascular graft was introduced through the left common femoral artery. It progressed without difficulty into the iliac and aortic vessels to the target position. The graft was then deployed retracting the outer sheath until the gate for the contralateral limb was exposed. Successively, according to their deploying technique, they tried to release the proximal releasing wire to expose the suprarenal stent, but the wire retraction resulted impossible, since it seemed blocked into the proximal cap. Several attempts were made pushing and pulling the handle of the releasing wire and also a gentle pushing of the cap was exerted. All these attempts were unsuccessful and the only result was some bending of the graft partially deployed on the longitudinal axis. After more than one hour they decided to convert the patient to open repair. After aortic clamping and aortotomy, the device was therefore cut distally to the graft ipsilateral limb and the resulting partially deployed endograft was removed.